Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the universal surgical manipulator (usm) 4. The system was verified and ready for use. Intuitive surgical, inc. (Isi) has received the unit; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted malignant hysterectomy surgical procedure, the port clutch button was not working on the universal surgical manipulator 4 (usm4). The technical service engineer reviewed the system logs and noted error 25745 on the usm4. The customer stated that they were abandoning the usm and continuing the case with the remaining three. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal surgical manipulator (usm) 4 for failure analysis investigation. The usm 4 was analyzed and the error 25745 was found indicating the issue on port clutch button, confirming the error in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient side cart fixture test platform (pftp) where all relevant testing was passed within specification. The probable root cause is attributed to electrical defect pertaining to the acsc printed circuit assembly (pca) of the usm.

Event description:
Refer to h11 for follow-up information.